Manufacturer narrative:
Approximate age of device ¿ 7 years, 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that the patient presented to clinic with pump stoppages and low flow alarms observed on device history log file. The percutaneous lead (driveline) was covered in rescue and electrical tape. The log file was sent for evaluation. The manufacturer¿s technical services representative reviewed the submitted log file and observed that the log file only 3 min in duration and showed that the pump was not able to reach the set speed. It was reported that the driveline replacement was not requested. The pump was turned off and will stay off due to a large thrombus observed in the left ventricle. The patient was not a candidate for exchange or transplant. The patient felt fine. Additional information was requested but was not provided.

Manufacturer narrative:
This event was also reported under MFR # 2916596-2020-02531. Updated manufacturer's investigation conclusion: review of the log files provided by the account confirmed pump stop events; however, a specific cause could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported left ventricle thrombus not conclusively be established through this evaluation. The submitted log file dated (B)(6) 2018 contained approximately 3 minutes of data. The log file showed the pump struggling to operate. The pump was unable to reach the set speed throughout the duration of the log file and had corresponding low flow and low speed alarms. The controller cell low was active for the duration of the log file. No other atypical alarms were captured. It was reported that the patient was very non-compliant with clinic visits and did not regularly follow-up as instructed. On (B)(6) 2018, the patient reported beeps, came to the clinic and pump stops were noted. Log files were sent and analyzed. A driveline issue or ventricle thrombus was suspected. The pump was turned off, as it would not maintain speed. An echocardiogram was performed and a thrombus was noted in the left ventricle. The patient did not receive any treatment for thrombus. The patient was not a surgical candidate for exchange due to compliance and was also not listed. The patient went home on blood pressure support medication. The patient expired approximately one week after discharge. The patient's death was considered to be device-related, but complicated by lack of compliance. The device did not operate as expected, but was complicated by lack of compliance. The vad coordinator was unsure if the patient expired at home or another facility, as they were not the direct facility. It was reported that the device will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 21mar2011. The hmii lvas IFU lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This document outlines indications of pump thrombosis, as well as how to respond to such events and provides information regarding the recommended anticoagulation therapy and inr range. The heartmate ii lvas patient handbook contains important warnings related to pump stops. The heartmate ii lvas IFU and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also address how to care for the driveline. All heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. These documents outline all system controller alarms as well as how to respond. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through the patient outcome the patient expired on (B)(6) 2018. On (B)(6) 2018, the patient reported beeps and pump stops were noted upon clinic visit. Driveline issue and thrombus were suspected. Pump was turned off as it did not maintain speed. The patient was not a surgical candidate for exchange due to compliance and was not listed. The patient went home on dba and passed away a week later per the vad coordinator; the patient expired at another facility. The device was not returned for evaluation. The patient was also very non-compliant with clinic visits and did not regularly follow up as instructed. The patient's death was considered to be device-related and complicated by lack of compliance.

Manufacturer narrative:
Review of the submitted log files confirmed pump stop events; however, a specific cause could not be conclusively determined through this evaluation. Additionally, a direct correlation between the pump and the pump off/low flow events recorded in the log file could not conclusively be established through this evaluation. The submitted log file dated (B)(6) 2018 contained approximately 3 minutes of data. The log file showed the pump struggling to maintain the set speed throughout the duration of the log file. A direct correlation between the device and the report of a large left ventricular thrombus could not be conclusively determined. No images (CT scans, x-rays) were provided to the manufacturer for analysis. Thrombus is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. This document outlines indications of pump thrombosis, as well as how to respond to such events and provides information regarding the recommended anticoagulation therapy and inr range. The heartmate ii lvas patient handbook contains important warnings related to pump stops. This document, and the heartmate ii lvas instruction for use, outline all system controller alarms, as well as the proper actions associated with them. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.